Event description:
This event involves a (B)(6) female with a diagnosis of spondylolisthesis grade 2 who underwent a lumbar fusion on (B)(6) 2012. A routine component of the surgery included spraying vancomycin into the wound with a fibrijet syringe device. The device includes a small plastic cap approximately the size of a pencil eraser that is screwed onto the end of the syringe to produce a spray application of the vancomycin. At the end of the surgical procedure, the plastic cap could not be located. Consequently, the entire surgical field was carefully searched. Intraoperative x-ray images were also obtained, but the cap could not be located. Postoperatively, at the request of the radiologist, a kub was ordered. The kub on (B)(6) 2012 revealed that the cap was located in the pt's iliac crest donor site. The cap had not been visible on the intraoperative film, but the perspective offered by the kub did reveal the cap. The retained foreign object was disclosed to the pt. The pt and physician agreed that the risks of attempting to remove the cap postoperatively outweighed the benefits.